Manufacturer narrative:
Continuation of d10: product ID: ped3-027-450-16 (b629503); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open in the proximal section. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the internal carotid artery (ica) with a max diameter of 6mm and a 5mm neck diameter. The landing zone was 4.2mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed the flow diverter deployed and apposed properly. It was reported that the ica aneurysm was planned for flow diversion. While deploying, pipeline vantage 4.5*20, the device was not opening at proximal end. They tried bumping up the catheter against the device and to relax the device proximally but it couldn't be deployed. Then another device, pipeline vantage 4.5*16 was taken from a new catheter. Due to higher tortuosity, there was a resistance in opening the device distally also. But eventually, it opened distally but faced the similar issue like the earlier device at proximal segment. Hence it couldn't deployed as well. The pipelines were not positioned in a bend. Less than 50% of the pipelines were deployed when they failed to open. The pipelines were resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipelines were resheathed and removed from the patient with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Analysis: the distal end of the braid was not opened due to the damaged braid. The proximal end of the braid was opened and no damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.